Event description:
Heart failure was treated with diuretics including loop and distal tubule k+ sparing diuretic. Hold diuretic parameter for a potassium of greater than 4.8 mg/dl was part of the daily order issued to pharmacy and nursing. The k+ sparing diuretic was administered to the pt multiple times when the potassium exceeded that parameter, causing the serum potassium to reach a life threatening level, requiring emergency therapy for hyperkalemia. The description of the order includes notices that the drug causes cancer, that "unnecessary use of this drug should be avoided", and the pill size, and additional irrelevant info. Amidst that is the hold parameter. The excessive verbiage must have confused no fewer than seven different nurses and the pharmacist(s).